Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. Blood was detected in the crm module, safety disk, glass tube tubing, and the purge manifold. The fse replaced the crm module (0997-00-0986-01), safety disk (0997-00-0985-01), blood detect tubing (0008-00-0312), and the purge manifold (0997-00-0986-01). The 5000 hr preventive maintenance kit (0040-00-0146) was also replaced (provided previously by the customer). There was no malfunction that would prevent the use of the hand doppler. Functional tests were performed. The unit was run at different ECG values with the trainer and a test catheter. The iabp was returned to the customer in working condition.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had blood in it. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.